Event description:
The patient was implanted with a left ventricular assist device. The patient experienced hemolysis. The system controller was exchanged. The log file was evaluated and the pump appeared to be operating normally and no adverse events were recorded. The surgeon is still considering a pump exchange and will continue to monitor the situation.

Manufacturer narrative:
The patient remains on going with the implanted device. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.